Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, an aortic valve replacement was performed and this 25 mm sjm trifecta valve was implanted utilizing felt pledgets. On (B)(6) 2016, that valve was explanted due to insufficiency secondary to a presumed tear in the non-coronary leaflet. A 25 edwards perimount valve was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The results of this investigation concluded leaflet 3 contained a tear. All three leaflets were fibrotically thickened. There was fibrous pannus ingrowth on the outflow surface of leaflet 2. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, and tear were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.